Event description:
It was reported that during a laparoscopic right hemicolectomy, the jaws did not close properly at the 2nd firing. The cartridge was blue. The doctor commented that the device had seemed not to clamp properly comparing to the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information asked and obtained. You reported that the jaws did not close properly at the 2nd firing. Was the device difficult to close? ---yes. With the 2nd firing, were there any issues with the staple line or cut line? --- no. The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing of the device it was disassembled to verify the condition of the internal components and the left shroud was found damaged making the device difficult to close. No conclusion could be reached as to how the shroud became damaged however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found.